Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) functional analysis confirmed the reported high impedance condition. Further testing revealed leakage in a transistor, which resulted in low voltage. Operating in a low voltage state caused high impedance readings. The fault in the transistor was due to gate oxide leakage.

Event description:
It was reported during the implant procedure that the device was reading high impedances in the atrial, right ventricular, and left ventricular leads. The device was not implanted, it was replaced and the case was completed. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.